Event description:
A report was received that the newly implanted patient had an infection. The physician prescribed the patient with sulfamethoxazole-tmp ds tablet, oral antibiotics. A good faith effort was made to follow up with the patient without any success.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information indicates that the patient's infection has cleared.

Event description:
A report was received that the newly implanted patient had an infection the physician prescribed the patient with sulfamethoxavole-tmp ds tablet, oral antibiotics. A good faith effort was made to follow up with the patient without any success.